Event description:
The resident, with diagnoses of late stage huntington's chorea with secondary dementia; aphasia; seizures; gastrostomy tube feedings; and contractures of upper and lower extremities, was in the process of being transferred from the bed to the wheelchair at approximately 12:15pm in 2007, when she slid from the sling to the floor striking her head first. Two nursing assistants were in attendance at the time. Neither had direct contact with the resident immediately prior to the fall. The sling was attached appropriately to the lift hooks and remained attached. A folded sheet and two disposable incontinent pads were between the resident and the sling. They came off of the sling with the resident. The resident sustained a 6 cm laceration to the left occipital parietal area of her head. According to the emergency room record, she was returned to the facility following suturing of the laceration, without additional testing (x-ray or cat scan) due to the resident's prior ' do not resuscitate' status. She arrived back at the facility at 5:15pm. The resident was fairly stable and neurochecks remained within normal limits. Chest congestion & fever developed evening of the following day. Pneumonia diagnosed through x-ray on the next day. Resident ceased to breathe 7:30pm, one day later. Question slippery surface of sling with the use of sheets, etc.